Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis. The device was returned the stent damaged and detached from the balloon. The stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if pressure was applied as the balloon cones appeared relaxed. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 89.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29 jul 2020. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 2.0 x 15mm non- bsc ballooon, a 4.00 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, the device could not pass through the angle due to resistance. The procedure was completed with another of the same device. No patient complications nor injuries reported. However, returned device analysis revealed stent detached and stent damaged.